Event description:
While transporting a patient the stretcher's right front caster folded under the stretcher, it was later determined that the right front caster tube weld failed at the base frame. There were no injuries reported.

Manufacturer narrative:
The base frame for this product is being returned for failure analysis and a follow-up report will be submitted upon return of the results from the analysis.